Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition of 'device failed volume test'. The device was tested for flow accuracy and delivered within acceptable tolerance range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed volume test 21. 41 ml, 21. 26 ml during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.